Event description:
N/a

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: d4(serial).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse installed and removed the safety disc multiple times and passed the membrane test and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during pre shipment inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a failure occur in the membrane test of the all manifold test in the office pre-shipment inspection before delivery to the facility. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.